Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The rotablator console was received in good condition. The rotablator console was out of specification during functional testing. The investigation confirmed an out of specification internal air regulator, confirming the reported event.

Event description:
It was reported that the rotation speed could not be displayed. A ce rotablator was selected for use. During the procedure, it was noted that the intraoperative duration and rotation speed could not be displayed on the screen. The procedure was completed with this device with no complications or additional intervention were reported, and patient was stable post procedure.

Event description:
It was reported that the rotation speed could not be displayed. A ce rotablator was selected for use. During the procedure, it was noted that the intraoperative duration and rotation speed could not be displayed on the screen. The procedure was completed with this device with no complications or additional intervention were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).